Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. Additional observation(s) related to the customer complaint: the instrument was found to have a dislodged grip tang near the base of the grip tip. This causes the jaws not to be removed from the trocar properly. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of the dislodged grip tang was attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.